Manufacturer narrative:
The standard two-part inserter was used for the second cage. Since there was no guiding block, the drill broke (MDR 2017-00053). The surgery was ended successfully. On 08 february 2017 the r&d project manager performed a preliminary investigation based on the images received from the reporter and commented as follows: according to the pictures, the screw, that allow the instrument functionality, is broken. The potential route cause could be the application of an high torque on the screw itself. A deeper analysis can be performed during the visual inspection. Batch review performed on 20 february 2017. Lot 1651102: (B)(4) items manufactured and released on 26 july 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. On 20 february 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the visual inspection confirmed what it's mentioned in the preliminary investigation. The screw that guarantees the functionality is broken. The functionality of the instrument is compromised. The breakage of screw recess is probably due to the application of an high torque on the screw.

Event description:
During a surgery scheduled for prosthesis l4-5 (ldr) and cage l5s1, it was found that the corpus vertebrales were too small for the ldr prosthesis, so a cage (24-31,12mm, 5°) was implanted on l4-l5. Implantation went flawless. The fixation of the second cage onto the holder was impossible because the screw (with the stardrive) broke in half. Only a very small part of the broken part was recovered. There was no critical delay.